Event description:
A cartridge change error was reported by the customer, causing their blood glucose level to exceed 500 mg/dl, although the specific value was unknown and displayed as "high." The customer administered a correction injection using multiple daily injections (mdi) and communicated with technical support, who guided them through several troubleshooting steps, including cleaning the pump's pneumatic tap area and attempting to reload the cartridge. Despite these efforts, the issue persisted. Consequently, customer service agreed to replace the pump, instructing the customer on backup therapy, storage mode, and returning the defective pump. A replacement pump was sent to the customer.